Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead had exhibited oversensed noise which resulted in inappropriate anti-tachycardia pacing (atp). Attempts to recreate the noise in clinic were unsuccessful. Noise continued to be observed and there was a concern the lead was fractured. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed trilumen insulation abrasion 30 to 31 centimeters (cm) from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported oversensing was likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
(B)(4) the product has been received for analysis. This report will be updated upon completion of analysis.